Event description:
It was reported that the pt had to have her catheter removed, due to meningitis. The pt was taking oral baclofen for her spasticity. Additional info has been requested, a follow-up report will be sent if additional info becomes available.